Manufacturer narrative:
Retrospective review after expertise report - for regularisation. Direct analysis on returned device: the screw broke into several pieces, two were returned to sbm. These fragments belong to the cylindrical part. The largest piece includes part of the screw head. No constituent fragments of the tip and / or the end of the cylindrical portion are present. External ø of the screw: 8,9mm / minor ø: not measurable (ø rtaken on the big fragment) length of the big fragment: minimum 17.3mm / maximum 18.0mm. Width of the big fragment: minimum 5.7mm / maximum 8.9mm. A longitudinal fracture is present on this fragment of the screw along the parting line. It also has a longitudinal crack on the cylindrical portion, up to the cone of the head. This crack is located and spreads along the top of a lobe of the recess. The recess on this screw fragment does not have any particular damage. Excluding the longitudinal crack, the threads present on the big fragment are free from damage. Length of the small fragment: minimum 10.5mm / maximum 13.2mm. Width of the small fragment: minimum 1.7mm / maximum 5.9mm. 3 threads of this fragment are damaged: they are crushed and have black marks. The screwdriver insertion test with a ø9 / 10/11 screwdriver into the recess is not possible. There is no visible tissue residue on the pieces of screws. The tcp granules are clearly visible. Conclusion: the observation of the screw reveals a combined torsional and perforation breakage. In the absence of many elements surrounding the circumstances of this case of screw breakage and based on the observation made on the returned screw, the hypotheses that can explain this breakage are: non-compliance with the instructions for use with a tunnel ø <to the screw ø, which generated high friction forces over the entire surface of the screw during the passage of the cortical wall. All of these constraints caused a deformation of the recess: the deformation being almost null at the end of the recess and at its maximum at the head of the screw. The deformation of the recess was then greater than the elastic limit of the duosorb (constituent material of the screw), which caused the screw to break. The surgeon applied a pushing force to the screwdriver, in addition to a driving force. The screw being only slightly driven by the screwdriver at the entry cone, made this area more sensitive to torsional stresses. The combined efforts of screwing and compression exerted on the tip of the screw during its insertion into the tunnel caused it to break. The continued post-fracture driving force on the tip resulted in the displacement of the screw on the recess, which is conical, and thus caused it to burst. A combination of the two previous hypotheses, significantly increasing the risk of screw breakage. Technical sheet with characteristics of resorbable screws was transmitted on (B)(6) 2020 to the distributor for reminder. Our export area sales manager keeps in touch to follow up with the technical sheet and plan a distance training as soon as possible.

Event description:
Fnc (B)(4) - retrospective review after expertise report - for regularisation and information. Incident occured on (B)(6) 2019 in (B)(6) - transmitted on 07 november 2019 by distributor. "The screw was broken during surgery".